Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. Investigation summary: the complaint device was discarded and not available for evaluation. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported that 2 milagro advance 7x23 br screws broke during an acl reconstruction case. The first was implanted and broke upon insertion into the femoral tunnel. The screw was retrieved and another 7x23 screw was inserted. The 2nd screw partially broke off and a portion remained implanted for fixation in the femoral tunnel. The surgeon did not use additional fixation. The surgeon used a notcher before screw insertion each time but did not use the milagro advance screw tap.